Event description:
Medtronic received information that twelve months following the implant of this bioprosthetic pulmonary valve (edwards), echocardiogram findings revealed pulmonary insufficiency. Approximately twenty-two months following implant, a pulsatile mass was observed in the left hemithorax and a ruptured pseudoaneurysm of the right ventricular outflow tract contained by the thorax was diagnosed. Subsequently, the valve was explanted and replaced. Additionally, the patient experienced acute endocarditis. Samples of the valve were positive for mycobacterium. The patient was released from the hospital eight days following reoperation and placed on a tuberculosis mycobacterium treatment. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).